Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The visual inspection of the device showed no anomalies. The inspection revealed that the device was implanted for 198 months. The device reached its specified service life. There was no indication of a premature battery depletion or a device malfunction.

Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.